Event description:
A nurse of the facility reported to baxter (B)(4) of a solution administration set in which a nurse observed a black particle in the tube. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the u.s. And does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of solution administration set in which a nurse observed a black particle in the tube was confirmed during sample evaluation. One sample was received with opened pouch. Upon visual inspection, a black color particulate matter (pm) was found inside the molded y-site. The assignable root cause of the reported condition is unknown. Should additional information be received, a follow-up medwatch will be submitted.